Manufacturer narrative:
The customer reported problem was confirmed.additional repairs outside the recall repair were addressed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode.the customer stated that there is no patient involvement.

Event description:
Lvp bezel post recall group 1 - dom 2019- 09/20/2019 07:14:32 anese clemons (aclemons) recall point of contact: robert wadsworth biomed equpment support specialist/608-256-19001 ext. 11177/ recall point of contact: robert wadsworth biomed/608-256-1901 ext 11177/robert.wadsworth@va.gov 10/10/2019 06:25:55 lien n tran (ltran) est-rcl to mnr 10/22/2019 05:47:20 lauryne wasan (lwasan) npi confirmed updated from rcl to mnr for the minor repairs needed per lien tran, service tech. Repair approved by nathanael buschmann, biomed, at nathanael.buschmann@va.gov / 608.256.1901 x11192 for $230. Use new po# 695-p00541 for reference. Repair to be billed to credit card: visa // -e803-7584-0z319w3ee7ek3n // exp 12/22 // nathanael d buschmann 10/29/2019 09:01:05 annette a mendez (amendez) 1001910514360005370500119242606394 11/08/2019 07:56:46 joshua monk (jmonk) during the repair process, it was determined that the original problem code should have been brok (broken damaged) for complaint trending purposes file reopened to add track wise pr number to the device data field. This file was initially classified as a level 3 non-complaint for preventative maintenance, upgrade, reconditioning, customer inquiry, or recall which do not require customer advocacy quality review or a no patient involved statement. This file contained documentation of product deficiency allegations, and/or repairs (which may or may not have been performed) that are out-of-scope with the initial level 3 non-complaint. Such documentation upgraded the file to a level 2 complaint, which required a level 2 customer advocacy quality review.ail sensor assy- cracked housingnon supported part installedrecall affectediui- contaminationthere was no patient involvement